Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the right seat rail is slightly bent and the left side is bent pretty good.